Event description:
Patient was cardioverted and right after the doctor noticed a burning smell. The defib pads were checked and they were intact on patient with proper placement. The left mid auxilliary pad was removed from patient and burns marks were noted from defib pad on patient.